Event description:
"S/p b subgl infra gels (? Type/size/MFR-no records) for augmentation. Reports that these were hard from the beginning. Has noticed decrease in size with h/o trauma including in mva to one side (? Which) in 1992. The next day she felt a cold liquid sensation down that side. The winter before last fell ice skating, striking the l side and 1 1/2 wks ago was in another mva in which she struck both breasts. Believes they are ruptured. Has noticed lumpiness and pain x awhile. Pt also c/o systemic sx's including arthralgias (+ am stiffness)/paresthesias, spasms, fatigue, sleep disturb, lo grade fevers, night sweats/hot flashes/chills, ha's, tmjd, visual changes, dizziness, memory loss, dry mouth, hair loss, rashes, sens sun/chem, sob/cough, cp, choking sens, wgt gain, gi probs and easy bruising. Pt is otherwise healthy."